Event description:
Patient came in and got set up with doxorubin/ etoposide cadd pump to infuse over 24 hours. The next day, patient returned and there was a large amount in bag. Pharmacy notified and checked how much was left and there was 129 ml left in the bag. Dr. Was messaged by pharmacy. Was mixed properly and the settings on the pump were correct but the pump was failed. Pharmacy sending pump for service. Manufacturer response for cadd-infusion pump, (brand not provided) (per site reporter). Will pick up device by the end of the month.